Event description:
It was reported that following subject stent implantation procedure the patient had stroke-like symptoms (dizziness, weakness), angiography was performed and the proximal end of the subject stent was distorted/deformed yet it was implanted. The patient condition was stable and retreatment is scheduled on (B)(6) with angioplasty and stent placement. No additional information is available.